Event description:
It was reported that during the implant procedure, the patient exhibited stenosis of the subclavian vein position and it was noted the lead was consequently damaged and showed high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).